Event description:
The surgeon inserted a aq2010v three piece silicone lens. The lens haptic bent upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound. Surgery was completed with another lens.